Manufacturer narrative:
It was indicated the device was available for return to the manufacturer for evaluation but has not yet been returned. The alleged detachment issue and incident as described could not be confirmed at this time. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. If additional information or the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported only that " coil detached itself too early". Multiple attempts to obtain additional incident information were made, however, the information was not received at time of this report.

Event description:
No additional information or clarification has been received. Please see d10, h6 and h11.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. Investigation findings items returned for evaluation: -pusher -introducer items not returned for evaluation: -implant -microcatheter the visual analysis of the returned device found that the implant was not attached to the pusher. The implant was not returned for evaluation. The introducer was returned undamaged. The introducer distal tip was found to be within specification (spec= 0.0180" -0.0005/+0.001 per pd110524, dash # -03, dim a). The investigation of the pusher found the monofilament broken, which indicates that the device experienced a tensile break. Investigation conclusion the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.